Event description:
The system failed to boot up. There is not report of death or serious injury.

Manufacturer narrative:
A service representative performed an onsite investigation. The power plug was evaluated and replaced. The system was tested and found to be working as intended and returned to service.